Manufacturer narrative:
Concomitant medical device: product ID 97740, lot# serial# (B)(4) ; product type programmer, patient event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about a month after his previous patient programmer (pp) was replaced, his pp quit working. The patient (pt) said that the while it quit working, he was still able to charge his implant and it did not work when he tried to use it to turn the implant on and off, it would pull his setting up and the power would come on but it would not work to turn on the stimulator on so he used his recharger. The pt reported that because his pp quit working, he stopped charging his implant and now his implant would not charge. It was stated that the pt told his health care professional (hcp) that his pp was not working and they said they called the manufacturer but the pt had not heard anything back about it so he called in himself. The pt stated it had been over a month and half since he was able to successfully charge his device. The pt was instructed to reposition the antenna over the ins and was redire cted to the hcp's office to address a possible overdischarge. The pt attempted to charge to confirm the screen he was seeing and he saw the reposition antenna screen on the recharger. The pt reported that he was getting poor communication (with and without the antenna) on the pp. Information was reviewed and the pt was transferred to repair and a voicemail was encountered. The pt was redirected to the hcp to address the possible overdischarge and a voicemail to repair was sent for a replacement. The pt reported that since he had not charged his implant he had been in a lot of pain and when he stood up he had pain, if he sat down he was usually fine and pain was pretty constant. The manufacturer representative did not report any new information regarding this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation concomitant products: product ID 97740, serial# (B)(4), product type: programmer, patient (B)(6) were updated. If information is provided in the future, a supplemental report will be issued.